Event description:
A nurse reported a codman microsensor (ID 626638us) was placed and working fine. Then the waveform went flat and icp reading was more than 350. Medical staff went through all troubleshooting techniques and nothing resolved the issue. There were no cords to switch out so this may be an issue with the cords, but the nurses are convinced it may be an "esd" issue. The sensor was removed due to failure. The patient current condition is stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (B)(4) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to incorrect set-up of device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.